Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using night aligners, the patient's dental provider sent a letter of recommendation (lor) to redo the imprints due to top and bottom right side canine teeth were hitting. The patient also could not close the mouth, had difficulty chewing and was unhappy with the end of treatment results.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.